Manufacturer narrative:
(B)(6). Device evaluated by MFR.:returned product consisted of a coyote balloon catheter. There was blood in the inflation lumen and balloon. Microscopic inspection revealed a hole at proximal balloon cone transition. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications reported.